Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the distal end of the stent were lifted and pulled distally. The undamaged crimped stent outer diameter measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage at the distal edges of the tip. The tip most likely got damaged when the tip was pushed against a restriction of the stenosed lesion. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed, 3.0x12mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, the distal stent struts were lifted due to the scratch in the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.0x12mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, the distal stent struts were lifted due to the scratch in the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.